Event description:
Synergy china registry. It was reported that subject was diagnosed with sick sinus syndrome. In (B)(6) 2019, the subject presented with stable angina and was referred for cardiac catheterization. The target lesion was located in the middle left anterior descending artery (lad) extending up to distal lad with 95% stenosis and was 20 mm long with a reference vessel diameter of 3.50 mm. The target lesion was treated with direct placement of a 3.50 mm x 24 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject was diagnosed with sick sinus syndrome and medication was given to treat the event. At the time of reporting, the outcome of the event was considered to be not recovered/not resolved.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).